Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for evaluation.

Event description:
Customer reported that their acuity central station was not running. Tech support was not able to assist the customer in restoring normal operation. This resulted in a temporary loss of centralized monitoring. The customer called again two hours later. They reported that the system had restarted, but they needed assistance in restarting the acuity software application. Tech support biomed was able to assist the customer to restore full operation.